Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old female patient ((B)(6) lbs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. During the procedure, a perforation tamponade was noticed when the patient¿s blood pressure remained low. The perforation tamponade occurred when the stsf catheter f curve was in the right side of the heart. The physician was ¿pacing kind of fast" during the ep study. The perforation tamponade was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 450 cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received, and it was reported that this adverse event was discovered post use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event was that it was procedure, as well as patient condition related. The patient fully recovered. The patient required longer than usual hospital stay because of the adverse event. A transseptal puncture was performed with a baylis needle. Prior to noting the CT, an ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting was 15ml. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the bwi equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability at: 2mm 3g @ 25 % 3mm size tags. No additional filter was used with the visitag. Color options used prospectively: force 8g-10g.